Manufacturer narrative:
Follow-up #1 and final report submitted to update sections d.3, g.1, g.4, g.7, h.2, h.3, h.6, h.10 and h.11 based on the results of investigation. Reported event: it was reported that gauges in boot found in cpd product evaluation and results: the product was not evaluated as the product was unavailable for inspection. CAPA 2127499 has been raised for the same. Product history review: 1. Review of the device history records indicate 3 devices were manufactured and accepted into final stock on 08-01-2017 with no reported discrepancies. 2. Review of the device history records indicate 14 devices were manufactured and accepted into final stock on 12-02-2017 with no reported discrepancies. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 210080, lot 201743082802 shows 1 additional complaints related to the failure in this investigation. Pr: (B)(4). Conclusions: per d03391, preventive maintenance is where an action occurs that identifies device deterioration which may compromise function. Under pm conditions no patient was involved and no actual or potential patient harm existed for the alleged event. The failure could not be determined as the product was not available for inspection. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been no nc and CAPA associated with the product and failure mode reported in this event. H3 other text : product was not available for evaluation.

Event description:
Gauges in boot found in cpd. Case type: no associated procedure.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Gauges in boot found in cpd. Case type: no associated procedure.